Event description:
Patient was revised to address acetabular cup loosening and pain. Loosening was at the bone to cement interface. Update: ((B)(4) 2012) litigation received 05/30/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain and excessive levels of chromium and cobalt. Femoral head added to complaint. Update: (B)(4) 2012 ¿ patient fact sheet was received, which identified date of implantation information and birthdate. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to fluid around the greater trochanter, abnormal synovial lining with hand fronds and tan flat areas, a pseudotumor and fissure corrosion on the taper and trunnion. Medical records state that the cup had bony ingrowth but was easy to remove. The sleeve and stem are being added to the complaint, though the stem remained in the patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.